Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that the patient stated the event happened a couple of weeks after implant. The device was explanted on (B)(6) 2020. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was explanted shortly after the original implant due to an infection. This was the first time the rep had been notified of the event. The date of explant was unknown. The device was discarded by the customer and will be replaced in the future. It was reported that the issue was resolved. No further complications were reported or anticipated.